Manufacturer narrative:
The reported complaint of "the battery compartment of the autopulse platform (s/n (B)(4)) was noticed to be damaged as if there was something bent inside" was confirmed during functional testing. The root cause of the reported complaint was a damaged battery cabling with a bent connector, attributed to user mishandling. During visual inspection, the front enclosure was observed damaged with a vertical crack going through one of the screw fittings. The physical damage was unrelated to the reported complaint, and the root cause was due to user mishandling. The front enclosure was replaced to address the issue. A review of the autopulse platform archive was performed and showed no significant discrepancies. Unable to perform functional testing due to damage battery cabling connector; thus, confirming the reported complaint. The damaged battery cabling was replaced to remedy the fault. In addition, it was noted that the power button was worn out possibly due to frequent use of the device, unrelated to the reported complaint. The power button was replaced to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the battery compartment of the autopulse platform (s/n (B)(4)) was observed damaged with a damaged battery cabling connector. No batteries could be inserted into the damaged battery compartment. As per the customer, the reported issue caused one of their li-ion batteries to become misshapen and unusable. No patient involvement.